Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the limited customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that at the end of (B)(6) 2018, she obtained alleged inaccurately high blood glucose results on the subject meter of ¿186 and 199 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with oral medication, diet and exercise. She reported that after obtaining the alleged inaccurate results, she contacted her doctor who advised her to take increased doses of oral medication. She reported that on the same day, she became ¿shaky and low¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. She also denied using any other device to check her blood glucose levels. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. She also confirmed that her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and low, after obtaining alleged inaccurately high blood glucose results on the subject meter and increasing her dose of oral medication.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.